Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, chronic pelvic pain and large pelvic adhesions. It was reported that the patient had the concurrent procedures of performed during mesh implantation. It was reported that following insertion patient experienced pain, extrusion, infection, fistulae, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent excision of exposed tension free vaginal mesh on (B)(6) 2008. No additional information was provided. (B)(4).